Manufacturer narrative:
The customer's report was duplicated and attributed to a lifted pad on a connector located on the digital board. The digital board was replaced and scrapped to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's display showed vertical colored lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.